Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 529 mg/dl and current blood glucose is 189 mg/dl. The customer states the pump fell off her pants it didn't hit the ground but ripped out her site and then the next day her blood glucose was sky high. The customer was treated with pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.